Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation the implantable cardioverter defibrillator exhibited post paced t wave oversensing. The patient did not receive therapy during the oversensing. The oversensing was noted on stored electrograms. Low frequency attenuation filter was programmed on. Programming changes were discussed. The patient was stable and will continue to be monitored.